Manufacturer narrative:
Based on the information available, a general reagent issue can most likely be excluded. The customer has not had any further issues since the measuring cells were replaced.

Manufacturer narrative:
No issues were identified during a review of the alarm trace. Service data indicate instrument measuring cells were replaced.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 3 patient samples tested for elecsys ft4 ii assay (ft4 ii) on a cobas e 801 module. Based on the data provided, erroneous tsh results were also identified. Patient 1 initial ft4 ii result was 78.5 pmol/l. This result was reported outside of the laboratory where the doctor questioned the result. The next morning the sample was repeated and the result was 19.6 pmol/l. This result was believed to be correct as it better fit the historical results for this patient. Patient 1 also had erroneous tsh results. The initial tsh result was 0.241 miu/l. The repeat result was 0.319 miu/l. The customer repeated 15 patient samples where erroneous results were identified for a 2nd patient. Patient 2 (male, (B)(6) years) initial ft4 ii result was 35.5 pmol/l. This result had been reported outside of the laboratory. The repeat result was 14.4 pmol/l. The doctor was informed about the initial incorrect result. The patient was not treated incorrectly based on the initial result that had been reported outside of the laboratory. After the initial point of contact, the customer identified erroneous results for a 3rd patient. Patient 3 initial ft4 ii result was 35 pmol/l. The repeat result was 19 pmol/l. No medical decisions were made based on the initial high result. There was no allegation that an adverse event occurred. The ft4 ii reagent lot number was 265662 with an expiration date of nov-2018. The tsh reagent lot number and expiration date were not provided. The customer stated "a lot" of other patient samples were tested for ft4 ii with no problems. Calibration signals were very low. Based on the information provided, the quality controls (qc) used were from another vendor. On the day of the event around 11:02 a.m and 11:03 a.m. Qc results were out of specification. Shortly afterwards, qc were run again on the same reagent pack and the results were within specification. The investigation is ongoing.